Manufacturer narrative:
The insulin pump passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on j1/printed circuit board 1 was locked properly during visual inspection. The insulin pump was received with a cracked select button on the keypad overlay, broken belt clip rails and scratched liquid-crystal display window. Reservoir/p-cap locks properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and there were lot scratched on screen and it was hard to read. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.